Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4). Is submitting the report on behalf of berlin heart gmbh(manufacturer). During initial visual examination of the returned blood pump an air cushion was detected between the membrane layers.the blood pump was then tested for functional performance where it did not meet its required pumping specification. For further investigation, the pump was submitted for an external CT examination. The air cushion was confirmed and a leakage in the air-side layer was noted. The pump was then disassembled for further testing and the membrane layers were individually tested. A leakage of approximately 1 mm length was detected in the air-side layer of the triple-layer membrane, located at the edge region of the stabilization ring.the blood-side layer and the middle layer of the triple layer membrane were found to be intact. At the time of investigation, the thickness of the individual layers at all the fixed locations was found to be within specification. At the time of re-measurement, the thickness profile in the area of the defect of the air-side layer was found not to be homogenous. The cause of the leakage in the air-side layer was an inhomogeneity in the membrane thickness of this layer. If the thickness distribution across a single membrane layer is not homogeneous, then there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this could lead to leakage of the membrane at these locations.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2019 (120 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection of the returned pump is indicative of a defective air-side layer of the membrane. A detailed report of the investigation will be submitted as soon as available.

Event description:
Berlin heart inc. Was informed by the clinic that the lvad in a patient supported in the bvad configuration displayed incomplete ejection. Upon evaluation of video material sent by the clinic berlin heart inc. Ca personnel recommended an exchange of the affected blood pump. Trained personnel at the clinic exchanged the blood pump without incidence. The patient was not affected by this incident and is doing well.